Manufacturer narrative:
Serial number: n/a, software version: n/a, color: grey, battery life remaining: <n/a. Customer reports: inpen won¿t dial past 4 and will not dispense insulin. Per visual inspection: no physical damage noted. The inpen screw retracts when dialing and advances when turning dose knob and high resistance while dispensing and dialing noted. The dose button was removed and no dust / debris under the dose button or dose knob noted. Inpen was cut open and after inspection it was found that the encoder pattern wheel tabs rotating and traveling off the keyed slots of dose nut guides. Encoder pattern wheel should never rotate. This causes an unexpected travel of the encoder pattern wheel creating resistance to dial and dispensing. Also contamination build up found caused by encoder wheel tabs rubbing at the walls of the dose nut. In conclusion: the customer complaint of hard to turn the inpen, hard to dial more than 4 units, hard to push to give insulin was confirmed due to encoder pattern wheel rotating and traveling against the walls of the dose nut.

Event description:
Information received by medtronic indicated that the in pen was not getting dialed past 4 and was not dispensing insulin. Customer changed the cartridge. Customer stated that while going past 4 units it was hard to turn and the noise it made was not of normal insulin. No harm requiring medical intervention was reported. Device will be returned for analysis.